Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the fourth day after the patient's transurethral resection of the prostate, a disposable sterile foley catheter was left in place to help continuous bladder irrigation. On the evening of the fifth postoperative day, the patient's family reported to the doctor that the sterile catheter had suddenly come out. Upon careful examination, the doctor found that it was caused by balloon rupture. A disposable sterile catheter was immediately reinserted for the patient.